Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-34, serial/lot #: (B)(4), ubd: 12-apr-2021, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a patient with a native bicuspid valve, it was reported that the valve was constrained due to the patient anatomy. As the physician was withdrawing the delivery catheter system (dcs), the nosecone of the dcs dislodged the valve. It was reported that it was very difficult to withdraw the nosecone from the ventricle due to the constrained valve caused by the native anatomy. A second transcatheter valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the customer discarded the delivery catheter system (dcs) and the valve remains implanted therefore no product analysis could be performed. Conclusion: the device history record for the valve and associated frame lot were reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. A device history record (DHR) review was also performed on the delivery catheter system (dcs) and there were no correlations or issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Images were provided to medtronic for review. The images provided demonstrated that the valve was constrained upon deployment and d islodged with removal of the delivery catheter system (dcs). Multiple factors can affect frame expansion or compression, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). In this case, it was reported that the valve was constrained due to the patient anatomy. The image review confirmed that the valve was constrained upon deployment. However, an assignable root cause of the frame incomplete expansion could not be conclusively determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. It was reported that as the physician was withdrawing the delivery catheter system (dcs), the nosecone of the dcs dislodged the valve. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. Dislodgement of the valve by the tip of the dcs is related to operator technique or experience; the evolut instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. It was reported that it was very difficult to withdraw the nosecone from the ventricle due to the constrained valve caused by the native anatomy indicating that that the probable cause of the dislodgement was patient anatomy. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Concomitant product codes: eval code-method: 3331 4112, eval code-result: c070601, eval code-conclusion: 50 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.